Manufacturer narrative:
Additional data: a.2., b.2., b.5., b.6., b.7., c., g.1., g.3., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional (hcp) reported patient developed inflammatory granulomas more than 2 years after juvéderm® voluma® xc injections and approximately 6 months after bellafill® injections. The inflammatory nodule was described as ¿rapidly enlarging.¿ initially, hcp didn¿t suspect granuloma and was concerned it was a cyst. Excision of the first granuloma revealed inflammatory cells surrounding hyaluronic acid material. Additional information received from the makers of bellafill® and the hcp revealed patient was also injected in the temples with juvéderm® voluma® xc. Medical management of new nodules consisted of oral prednisone and intralesional kenalog. It was reported symptoms resolved, but patient was left with a ¿scar on left cheek from surgical excision.¿

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 2 syringes of juvéderm voluma® xc in the cheeks. About six weeks later, the patient was injected with bellafill in the cheeks. Five months after bellafill injection, the patient experienced a rapidly developing nodule in the left cheek. The nodule was surgically removed on the day of onset. Then 10 days later patient went to an emergency room because they ¿experienced a ¿granulomatous,¿ inflammatory nodule with particles of hyaluronic acid inside superior to the previous nodule in the left cheek. The patient was prescribed oral prednisone and injected kenalog 2 days later to shut down the inflammatory process. The symptoms have not resolved.